Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced erosion, the left proximal cylinder was in the scrotum and the pump was a little high too. It was also noted that the device was not cycling properly. The ipp was explanted and replaced. There were no additional patient complications reported.